Event description:
The serious adverse event occurred on an 85-year-old man, foreign national. Admitted due to ileus caused by an inguinal hernia. Attempted reduction, but not complete. CT confirms small bowel ileus caused by his inguinal hernia. Received v-tube and transferred to ward, clinically relatively stable condition. Collapses in ward with p. 120, bp: 60/40, sa02 88%. Vomited, suspected aspiration. Quickly examined by doctor and situation stabilizes. Shortly afterwards taken to surgery where he aspirates further in connection with induction. Clinically unstable, ph 7, hypotensive and tachycardic. Asa 4. The hernia has now been repaired, but we consider it crucial to check the viability of the intestine. He therefore undergoes laparotomy, with some remaining intestine in the hernia being repaired. Affected, but fully viable intestine. To minimize operating time, the decision is made to close the hernia defect only. The ventricular tube was not functioning and when a new tube was inserted, 1.5 liters were aspirated! Abdomen closed. Transferred to inti2. Optimal intensive care, including 3 pressors and bronchoscopy + echo. Dies approximately 5 hours after surgery due to multiple organ failure.

Manufacturer narrative:
From the description and the information provided by our local subsidary, the aspiration has been made manually. This gastric aspiration tube must be connected to a vacuum source between 100 to 400 mbars. The dual flow gastric aspiration tube from vygon does not aspirate spontaneously. In the IFU, it is written in section suction as follows " connect main lumen hub to the vacuum source through the double cone straight adaptor included in the packaging. The lateral lumen is the venting lumen which has to be maintained open. To avoid any gastro esophageal reflux through the venting lumen place the hub of the venting lumen over the patient's stomach level and the container for gastric residues under the stomach level. The gastric suctioning via the dual flow gastric aspiration tube is performed thanks to a vacuum source between 100 to 400 mbars. After the suction, in order to avoid any leakage through the tube between two uses, the aspiration lumen (main lumen) and the venting lumen (the secondary lumen) are connected to each other." For your information, there is a 100% thightness control and a 100% non obtruction control during the manufacturing process of these dual flow gastric aspiration tubes. This incident is traced to an incorrect use of this dual flow gastric aspiration tube. It is not traced to a defect of this device.